Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation; 2 events were confirmed during testing. One (1) device was found to be affected by a damaged internal component leaking. One (1) device was found to not have any component failures. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.